Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open abdominal surgery required packing, during magnetic resonance imaging (MRI), a tissue damage was a result caused by an MRI generating heat via the radiofrequncy(rf) chip embedded within the 18x18 lap packed within the patient. The heat caused the lap sponge to stick to the patient tissue or tissue adhesion.